Event description:
The following information was received from the field: during a coronary procedure the physician attempted to remove the entire system out of the patient and the stent dislodged and was retrieved.